Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated that the buttons were sticking. Customer's blood glucose was 82 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Advised customer to hold on to the insulin pump until she talks to her diabetes therapy associate. No further information provided.

Manufacturer narrative:
All of the buttons functioned properly, however moisture damage was found on the keypad traces. No sticky buttons noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and broken pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.